Event description:
It was reported that during a da vinci surgical procedure, when the surgeon controlled the master, the prograsp forceps instrument had not moved at all. The customer un-installed the instrument from the trocar and found a wire was loose and derailed. In order to proceed with the procedure, the customer put the wire back in place and completed the procedure. After sterilizing the instrument, the customer found some wires have been broken. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's grip tips had mechanical indentations/burrs. There were indentations at the edge of the grip and scratches on the surface. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.